Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02958. It was reported the pt was having her ipg replaced due to not recharging. The pt also complained of ineffective stimulation. The physician explanted and replaced the ipg with a smaller model and repositioned the lead on (B)(6) 2013. The pt reported effective stimulation coverage postoperative.